Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly for the first pc400 evaluated. The pusher assembly was kinked approximately 123.5 cm from the proximal end. The embolization coil was detached from its pusher assembly. The outer diameter (od) of the embolization coil was measured and found to be within specification. Conclusions: evaluation of the first returned pc400 revealed that the pusher assembly was kinked. This type of damage typically occurs due to improper handling during use. If the device is forcefully advanced against resistance, damage such as a kink may occur. Then if the device is retracted against resistance, the distal section of the pusher assembly may elongate beyond the reach of the pull wire, which would result in the embolization coil detaching from the pusher assembly. The od of the embolization coil was measured to be within specification. The root cause of the reported resistance could not be determined. Evaluation of the second returned pc400 revealed that the pusher assembly was kinked and fractured. This type of damage typically occurs due to improper handling during use. If the device is forcefully advanced against resistance damage such as a kinks may occur. Upon further forceful manipulation of a kinked device, damage such as a fracture may occur. Then if the two fractured segments become separated, the pull wire will retract out of the ddt, which will result in the embolization coil detaching from its pusher assembly. The embolization coil was not returned for evaluation. The root cause of the resistance experienced during the procedure could not be determined. Evaluation of the returned px slim revealed no visible damaged. A 0.025¿ stainless steel mandrel was advanced through the hub of the px slim and out of the distal tip of the microcatheter without an issue. Penumbra catheters and coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2017-01935.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using a px slim delivery microcatheter (px slim) and penumbra coils 400 (pc400s). During the procedure, while attempting to advance a pc400 through a px slim, the physician experienced resistance and the pc400 would not advance; therefore, it was removed. The physician then attempted to advance a new pc400 through the px slim; however, resistance was encountered again and the pc400 would not advance. Therefore, the physician removed the px slim and pc400. The procedure was completed using a non-penumbra catheter and ten non-penumbra coils. There was no report of an adverse effect to the patient.